Event description:
The first wand did not fit into the machine outlet. It appeared that the prongs were bent. The second wand was opened and seemed to be working fine. However, instrumentation tip was noted to be missing intraoperatively. Missing piece was not located within shoulder. Two x-rays were taken but nothing was visible on x-ray.======================manufacturer response for rf probe, arthrowand turbovac======================representative is aware. Report has been filed.